Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced a hypoglycemic event after awakening to a low glucose alert, treated with oral carbohydrate (chocolate milk), and noted continued decline before glucose rose to 81 mg/dl; the user reported a lowest value of 64 mg/dl over approximately 25 minutes, received troubleshooting and education on pump algorithms and the learning phase, and required no medical intervention. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included stabilization of blood glucose without hospitalization or additional assistance. Investigation included customer interview and review of device use and therapy response. Investigation of this case revealed no device malfunction identified and the event was consistent with hypoglycemia of unclear cause during early pump adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.